Event description:
A 500 ml of ns bolus given with a 1l bag. Remaining volume in the bag was 570 ml. The estimated amount that should have been in the bag is 485ml. (500 cc from the bolus + 15 ml from the bag). The pump was under infusing the medication by 85 mls.